Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device measure inaccurate respiratory rate. There was patient involvement but no harm. Bd has learned additional information. It was reported by the hospital's clinical engineering technician coordinator that when they tested the device, it allegedly was counting three respirations per minute. The person testing the device was breathing 12 breaths per minute. Another test was performed where the person testing was breathing 24 breaths per minute, but the device measured 10 to 12 breaths per minute. The disposable product used was masimo adult product # 4453 nasal cannula. Although requested, the customer stated that the disposable was "thrown away" after testing. Per alaris user manual, use of a disposable other than microstream compatible products can cause improper etco2 module performance, resulting in inaccurate readings. The customer was notified about this and was provided with list alaris etco2 module compatible microstream products.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device measure inaccurate respiratory rate. There was patient involvement but no harm. Bd has learned additional information. It was reported by the hospital's clinical engineering technician coordinator that when they tested the device, it allegedly was counting three respirations per minute. The person testing the device was breathing 12 breaths per minute. Another test was performed where the person testing was breathing 24 breaths per minute, but the device measured 10 to 12 breaths per minute. The disposable product used was masimo adult product # 4453 nasal cannula. Although requested, the customer stated that the disposable was "thrown away" after testing. Per alaris user manual, use of a disposable other than microstream compatible products can cause improper etco2 module performance, resulting in inaccurate readings. The customer was notified about this and was provided with list alaris etco2 module compatible microstream products.

Event description:
It was reported that the device measure inaccurate respiratory rate. There was patient involvement but no harm. Bd has learned additional information. It was reported by the hospital's clinical engineering technician coordinator that when they tested the device, it allegedly was counting three respirations per minute. The person testing the device was breathing 12 breaths per minute. Another test was performed where the person testing was breathing 24 breaths per minute, but the device measured 10 to 12 breaths per minute. The disposable product used was masimo adult product # 4453 nasal cannula. Although requested, the customer stated that the disposable was "thrown away" after testing. Per alaris user manual, use of a disposable other than microstream compatible products can cause improper etco2 module performance, resulting in inaccurate readings. The customer was notified about this and was provided with list alaris etco2 module compatible microstream products.

Manufacturer narrative:
UDI related data quality updates only. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.